Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 6 months. Surgical intervention may be pending to address this situation.

Event description:
Based on information obtained, the eon mini ipg was replaced with a prodigy MRI ipg on (B)(6) 2019. Post-operatively effective therapy was established.

Manufacturer narrative:
Method code, results code, and conclusion code have been updated.